Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection there was no issue found that would be related to the reported event. The iesu was tested using a golden system and the unit energized and cauterized all ports and instruments without an issue. While the issue was not replicated and no problem was detected with the generator, the probable root cause could be attributed bipolar detection issues on the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the bipolar energy was having issues and getting no power with a red question mark next to the bipolar energy. The customer tried a new bipolar energy cord, instrument, and both bipolar ports on the erbe. The customer confirmed they do not track the energy cable usage. The customer rebooted the erbe and tried a 3rd bipolar energy cable; however, the issue persisted. The procedure was completing as planned with no reported injury. The procedure was completed with no reported injury.